Event description:
Prior to an magnetic resonance imaging (MRI), the physician programmed the device and disabled high voltage therapy. However, the device was not programmed to MRI settings, as recommended. Following the MRI, the device was found to be in back-up mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.